Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported the customer received a no delivery alarm on their insulin pump. The customer stated their tubing was kinked upon examination. The customer also reported a button error alarm had also occurred within the last week. Customer stated they may have pressed the buttons on their insulin pump for a long period of time. The customer's blood glucose was unk. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.